Event description:
The account alleged the bed would not steer and the brakes would not hold. No pt impact.

Manufacturer narrative:
The brake caster and brake steer caster were replaced to resolve the issue.